Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 400 mg/dl at the time of hospitalization. Customer¿s blood glucose value was 408 mg/dl at the time of incident. Customer¿s current blood glucose value was 162 mg/dl. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.